Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned as it remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was scheduled to have possible lens exchange of lens model zct375 21.0 diopter on (B)(6) 2019 for another toric lens, which was initially implanted on (B)(6) 2018. Reportedly the lens turned out to be faulty according to the surgical center. Additional information was received, and it was clarified that, the lens was not faulty, lens had rotated 17 degrees. Doctor managed to reposition the lens that was originally implanted. There was no explant required. Reposition was performed approximately 6 weeks post op. There was no incisions enlargement, no vitrectomy, no sutures required. Patient was stable and comfortable. No further information provided.